Event description:
It was reported that the lead was fractured. The lead was successfully removed. During the implant of a new system, the patient expired. The cause of death was ruled as not related to the explant of the fractured lead or the implant of the replacement lead.